Manufacturer narrative:
This report is for an unk - plates: cmf/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent the removal of the plate surgery on (B)(6) 2020. The patient underwent reconstructive surgery for lower jaw on an unknown date. After the surgery, half a year ago from now, the surgeon confirmed that screw was broken, and infection occurred. The removal surgery was completed successfully without any delay reported. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) unk - plates: cmf. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.503.903s, lot: l413732, manufacturing site: mezzovico, release to warehouse date: may 24, 2017, expiry date: may 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient underwent reconstructive surgery for lower jaw with three (3) screws (product code: 04.503.646.01s, lot number: l997703) and a plate. On (B)(6) 2019, the surgeon confirmed that the screw had been broken the three (3) screws were removed, leaving the plate. On (B)(6) 2020 the surgeon removed the plate due to an infection. The surgery was completed successfully without any surgical delay. This report is for (1) ti matrixmandible preformed recon pl/med/lt/2.5mm thk-ster. This is report 1 of 6 for (B)(4).